Event description:
It was reported that the pt had shown a negative percept in week 34. Pt removed device and has shown some resistance to wearing the device since then. On a clinical visit in 08/2002, the pt showed no response to sound with the implant. Check of all external equipment revealed no problems. Telemetry testing revealed 'poor coupling to implant'.